Event description:
It was reported that merlin transmission revealed atrial lead noise. Clinician was suggested to make the channel less sensitive. It was also suggested to reproduce noise when the pt comes in. The lead remained implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.